Event description:
"Embolectomy catheter was passed through the arterial anastamosis and once it was inflated and pulled back, the tip of the catheter broke off into the patient's artery. "Patient is fine."

Manufacturer narrative:
Investigation summary: inspection of the returned catheter found the balloon, proximal/ distal windings and the spring tip of a4f02 catheter were missing. It is unknown at what force the tip of catheter had broken off. The device history record showed no abnormalities during construction; all catheter test samples passed the balloon and the spring tip pull test and far exceeded our minimum specifications. The cer states that the syntel embolectomy catheter was used in a procedure to declot a dialysis graft. The product data sheet specifies that embolectomy catheters are contraindicated for use is grafts. For graft procedures, applied recommends using the thrombectomy catheter or the latis otw graft cleaning catheter.